Event description:
Same case as MDR # 6000089-2006-01681. This complaint is now reportable based on the additional informatin receivedon 7/14/2006. This complaint is not reportable based on the additional information received on 7/14/2006. It was reported by the patient?s spouse that the patient experienced chest pain approximately one month after his stenting procedure and had a stress test 115 days following the procedure. However, it was further reported by the patient?s spouse that 123 days following the procedure the patient required reintevention. In the initial procedure the patient had two taxus express2 drug eluting stents sizes 2.75x12mm and 3.0x8mm implanted in an unk vessel. Follow up with the physician?s nurse indicated the patient was treated for restenosis 123 days after the implant. (Additional information was requested but has been declined as of the date of this report stating that the nurse will have to discuss with the physician and the patient). The spouse reported that two additional taxus express2 stents were implanted during the reintervention. The batch numbers she listed both correlate with a stent size of 2.75x12mm. The spouse indicated that her husband was doing fine.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. This particular batch have been notified of this complaint. We will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.